Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿while administering adriamycin to patient, the drug started leaking from the texium connector attached to the syringe. Drug did not reach patient; it leaked onto protective drape. Med administration stopped. Unattached form patient and faulty syringe/texium connector put in hazardous bag and given to pharmacy. Pharmacy replaced texium connector on syringe, drug given back to this rn and infusion resumed. Remainder of drug administered w/o incident.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.